Event description:
It was reported that during initial inflation of a 12x 60mm x 135cm powerflex pro pta balloon in the right innominate vein, the balloon ruptured at 12 atm. Upon withdrawal of the device, resistance was met and the balloon separated from the catheter approximately half way up the balloon. The device had to be removed with a snare. There was no patient injury reported and the device will be returned for analysis. The target lesion had 90% stenosis and no calcification or tortuosity. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. Visipaque contrast media was utilized, with a 1:3 contrast to saline ratio. The brand of indeflator is unknown, but was used successfully with the other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or difficulty crossing the lesion. The device was never in an acute bend and did not kink during use. The device did not kink in the area of separation. Excessive torquing was not required. No stent was implanted.

Manufacturer narrative:
This is the initial/final report for this device. Complaint conclusion: as reported, during initial inflation a powerlfex pro12x 60mm x 135cm balloon catheter ruptured at 12 atmospheres. Upon withdrawal of the device, resistance was met and the balloon separated from the catheter approximately half way up the balloon. The target lesion was the right innominate vein which had 90% stenosis and no calcification or tortuosity. The separated portion was removed with a snare. There was no patient injury reported. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. Visipaque contrast media was utilized, with a 1:3 contrast to saline ratio. The brand of indeflator is unknown, but was used successfully with the other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or difficulty crossing the lesion. The device was never in an acute bend and did not kink during use. The device did not kink in the area of separation. Excessive torquing was not required. No stent was implanted. The device was returned for anlaysis. One non sterile catheter power flex pro 12.0mm x 6.0cm 135.0cm was received coiled inside a plastic bag. The device was received in two parts (body shaft and distal balloon). The proximal end of the body shaft was accordion. The inner body separation area showed elongation. There were blood residues observed in the returned device. Balloon burst was observed in the returned device, balloon burst condition (axial or radial) could be not determined since the balloon proximal section was not returned to analysis. No other anomalies were observed in the returned device. A leak test could not be performed due to received balloon conditions. Sem analysis was performed too identify the cause of balloon and body separation. Sem results showed that the balloon external and internal surface exhibited no evidence of damages. The inner body presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. DHR review results was not performed since the lot number was not provided. The balloon burst burst-at/below rbp and separation reported by the costumer was confirmed through analysis of the returned device; however, the exact cause of the balloon burst failure could not be conclusively determined. Based on the information available for review, there are vessel characteristics (90% stenosis) which may have contributed to the reported burst. The withdrawal of the ruptured balloon against resistance may have led to the separation of the device. This is evidenced by elongation of the inner body noted in the analysis. The instructions for use instructs, ¿if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the analysis of the returned device suggests that the reported balloon burst and separation are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.